Manufacturer narrative:
One 7f, duo-decapolar, super large curl, livewire ep catheter was received for evaluation. A foreign material on the returned device was found. The foreign material was noted to be a biological material in ftir spectrum analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the foreign material remains unknown.

Event description:
During an atrial fibrillation procedure, the physician was unable to put the catheter into the coronary sinus because the catheter would not deflect as expected. The catheter was removed from the patient an unknown substance was noted to be attached to the distal end device. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient. The catheter was not properly inspected by staff when it was opened but the sales rep suspects that tissue in the heart may have been accidentally caught by the catheter. The customer suspected that the substance shown in the picture is the catheter coating.